Event description:
It was reported that during a surgical procedure at the user facility the drill was overheating. This malfunction caused a minor dime to nickel size burn on the thumb and the index finger of the user, which was noticed during the procedure when the drill was no longer in use. The burn did not need medical intervention and will not need additional treatment, and no permanent damage is expected.

Manufacturer narrative:
The user facility is decommissioning the device; the device will not be returned for analysis. It is not possible to determine the cause of the overheating reported without an evaluation of the device.